Event description:
It was reported that the balloon was ruptured. A 5.00 mm x 100 mm x 75 cm athletis was selected for a percutaneous transluminal angioplasty in the shunt. Patient anatomy conditions revealed moderate tortuosity and 75% stenosis. The balloon was inflated three times, at 30 atmospheres (atm), for 60 seconds each. The balloon ruptured at 30 atm while inside the patient. The device was successfully removed from the patient without any problems. The procedure was completed with another device. There were no patient complications reported.